Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We found that the common carotid balloon was non-concentric when the balloon was inflated with recommended volume of 1.5 ml of saline. However, we did not observe any rupture in the common carotid balloon as reported in the incident report form. However, we observed a pinhole in the internal carotid balloon. Our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. Each of the common and internal carotid balloons are inflated with air using a syringe and then inspected to ensure balloons open concentrically. It is possible that during manufacturing, the balloons in this device were poorly assembled which led to non-concentric inflation of the balloon. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We currently have a CAPA (corrective action preventive action) to address this issue. There was no injury to the patient as the result of this incident.

Event description:
The common carotid balloon was found to be non-concentric and the balloon burst during the procedure.